Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1215, awareness date 01-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer experienced migraines, pelvic pain, hair loss, depression, and suicidal thoughts. She tried many medications and treatments and nothing helped. She had essure removed by hysterectomy and all symptoms are gone and she was feeling 100% better and pain free. Ptc investigation result received on 16-oct-2015. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain and depression and suicidal thoughts. She had essure removed by hysterectomy and all symptoms were gone. Pelvic pain and depression suicidal are serious due to their medical importance. The pelvic pain is listed while the depression suicidal is unlisted. Although the temporal relationship is compatible for both events, considering the nature of these events and localized action of essure in the fallopian tubes, the pelvic pain was assessed as related and the depression suicidal was assessed as unlikely. This case is regarded as incident since a device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.